Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a competitive device and a boston scientific defibrillation lead. The system exhibited stable shocking impedance measurements for the past fourteen months; however, out of range measurements greater than 125 ohms have been noted recently. The associated device was scheduled for replacement the following day and the caller was inquiring about further lead testing at that time. No additional adverse patient effects were reported.